Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose of 45 mg/dl at the time of call. The customer reported that the battery cap has been chipping away. The customer also reported that they were having inaccurate readings with the sensor and kept alarming low. The customer declined to troubleshoot for the battery cap. The insulin pump will not be returning for analysis.